Event description:
It was reported that the bd maxzero¿ extension set connection piece disconnected from the port, causing the pressure cap to dislodge and leak blood and fluid onto the table. The following information was provided by the initial reporter: "I just got handed a tubing that had a catastrophic error in the or this morning. The leur lock popped right off and the kid was free bleeding in the operating room." "I brought you an IV connector that broke in the or. The IV was placed in the or by the anesthesiologist and she was initially able to administer medications through the IV. Unfortunately, it was noticed that the patient was not responding to medications and then it was noticed that there was a pool of blood and fluids on the or table. It appears that he white plastic connection piece disconnected from the port and the pressure cap on the port also dislodged resulting in the catheter being fully open and allowing blood and fluid to just leak out. Additionally, we are not fond of these connectors. They are very stiff and difficult to tape."

Manufacturer narrative:
H.6. Investigation: one used and one unused sample was received for the customer's complaint of leakage regarding the max zero extension set used by customer. The used sample presented with clear separation in the middle of the max zero with white female luer completely off. The complaint was then verified and the investigation ensued to determine root cause of this failure. The production facility was notified in effort to conduct the most thorough investigation possible. The manufacturer has concluded that when inserted into the ultrasonic welding machine that is used to create the maxzero set, the piece was incorrectly aligned and therefore exposed to compromise in use. A device history record review for model mzxt5306 lot number 20106622 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero¿ extension set connection piece disconnected from the port, causing the pressure cap to dislodge and leak blood and fluid onto the table. The following information was provided by the initial reporter: "I just got handed a tubing that had a catastrophic error in the or this morning. The leur lock popped right off and the kid was free bleeding in the operating room." "I brought you an IV connector that broke in the or. The IV was placed in the or by the anesthesiologist and she was initially able to administer medications through the IV. Unfortunately, it was noticed that the patient was not responding to medications and then it was noticed that there was a pool of blood and fluids on the or table. It appears that he white plastic connection piece disconnected from the port and the pressure cap on the port also dislodged resulting in the catheter being fully open and allowing blood and fluid to just leak out. Additionally, we are not fond of these connectors. They are very stiff and difficult to tape."